Event description:
It was reported that the prosthetic screw loosened. The screw was removed and a new one was placed and a verification of current constraints in static and dynamic slight occlusal rebalancing due to bite was performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned screw identified signs of use but no apparent signs of malfunction. Device history record (DHR) was not available electronically for the subject lot number (131257) thus could not be further reviewed at the time of the investigation. The product was distributed by biomet 3i but manufactured by elos mtech. Complaint history review was performed for the reported lot number (131257) for similar events (complaint category keywords: loosening) and no other complaints were identified. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of the report.